Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 66 mm in diameter abdominal aortic aneurysm. The proximal neck diameter measured 24 mm to 26 mm along a 15 mm length. The proximal aortic neck also had a bend. It was reported that, during the index procedure, angiography revealed the presence of a proximal type I endoleak. The physician elected to implant another manufacturer's aortic cuff. A minor proximal type I endoleak remained after the aortic cuff had been successfully implanted. The procedure was completed with the minor proximal type I endoleak still present. Per the physician, the cause of the endoleak was unknown. No additional sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.